Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the epicardial lead increased shortly after implant. It was also noted that the defibri llation impedance was decreasing and was noted to have become low. The leads remain in use. No patient complications have been reported as a result of this event.